Event description:
Lead was explanted and replaced due to dislodgement caused by twiddlers syndrome. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the characteristics of the damage, it is reasonable to assume that the bending was due to applied forces during the surgery. However, further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. During the mechanical analysis, the fixation helix could be properly deployed and retracted. It did not show any deviations from the technical specifications. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.